Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported blurred vision in a patient's left eye 2 months 7 days after photo refractive keratectomy (prk). Upon follow up, the reporter indicated the patient's progress will continue to be monitored.